Event description:
It was reported that clinical team was finding defects with the wound drain evacuator kit. 4 drains, 2 different lot¿s ngkp1782 and ngkp4232.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that clinical team was finding defects with the wound drain evacuator kit. 4 drains, 2 different lot¿s ngkp1782 and ngkp4232.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned with this lot. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.